Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have some leds which did not illuminate. Internal examination reveals corrosion on system board due to fluid ingress. The unit was unable to engage in monitoring. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported a missing led segment. No consequences or impact to patient were reported.